Event description:
Customer reported no gas readings from the gas module which may have resulted in a loss of gas monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the o2 sensor and tubing. Performed all functional and safety checks and unit was returned to service.